Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully. The primary surgery date is unknown.

Manufacturer narrative:
Batch review performed on 18-mar-2025: lot 2307732: 84 items manufactured and released on 15-jun-2023. Expiration date: 30-may-2028. No anomalies found related to the problem. To date, 80 items of the same lot have been sold with no similar reported event during the period of review. Mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot 2335081: 170 items manufactured and released on 09-aug-2023. Expiration date: 22-jul-2028. No anomalies found related to the problem. To date, 159 items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.